Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that rep had interrogated the new ins just prior to the procedure being started and there was a delay of few minutes before rep handed the new ins into sterile field. Rep noticed that the light had gone red on the clinician telemetry module (ctm) and she had lost connection between tablet-ctm and ins. Rep ended up shutting off ctm and exiting app to re-establish connection with ins. Rep had hcp put ctm in a sleeve and put it directly up against the ins so they could communicate with ins during the procedure. Rep also noted that impedance were initially high when they connected leads to the ins (patient has two quad and 1, 1x8 through records only mentions patient having 1 quad), wiped it down and then retested impedance. Re-testing showed that 4 were good and the rest were bad. Hcp wiped down lead again and reinserted lead and then all impedances were normal. Post-op there was out of regulation (oor) notification during programming, but rep then increased pulse width and chose different electrodes, which created better coverage and this resolved the oor notification. Reviewed tips for avoiding loss of telemetry intra operative. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient and physician wanted to switch to the new system and that's why the ins was replaced. The representative reported that after multiple times of taking the leads out, wiping them off, and putting them back in they were able to clear the impedance issue. They didn't think it should have taken multiple tries like it did that day; they observed no issue with the way the physician was placing the leads into the ins. No further complications reported.